Manufacturer narrative:
(B)(4).

Event description:
It was reported that the warm up lasted for over 12 hours. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. In addition, a loss of connection was found in connection to the reported allegation. The reported event of the warm up lasting over 12 hours is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test with (B)(4) bluetooth was performed and passed. A review of the share logs was performed and the allegation was confirmed. The probable cause could not be determined.